Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and unable to turn on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was reloaded to address the issue. In addition to the above blower assembly, blower bellows, machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, and muffler assembly was replaced due to contamination.